Event description:
The user facility reported that the patient developed a pseudoaneurysm following a successful deployment of the angioseal. Patient was in stable condition. The procedure outcome was completed successfully. The patient was not injured during the event and medical or surgical intervention was not required. The event occurred post-treatment. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2023: the procedure performed for the patient prior to the closure device being used was a stroke. The procedure sheath size used was a 8 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Multiple sticks were not performed to gain arterial access. The puncture site was not a low stick or below the common femoral artery. There was no testing performed to diagnose the pseudoaneurysm. There was no medical or surgical intervention performed to treat the pseudoaneurysm. The physician and hospital are high volume users of angioseal and very experienced in deployment. In a week or two-time frame two experienced physicians had cases where pseudoaneurysms developed.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy a2: age & date of birth: not available due to hospital policy a3: patient sex: not available due to hospital policy a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lab manager a review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.